Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare provider reported a customer was unable to scan their adc freestyle libre sensor using the freestyle libre link application on their android personal phone. On (B)(6) 2019, the customer developed sweating and had a hypoglycemic event, resulting in a loss of consciousness. The customer was treated by a non-hcp with a "15 grams of grape sugar, coca cola, and a (B)(6).."

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. During troubleshooting it was revealed that the customer¿s phone is incompatible with librelink. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported a customer was unable to scan their adc freestyle libre sensor using the freestyle libre link application on their android personal phone. On (B)(6) 2019, the customer developed sweating and had a hypoglycemic event, resulting in a loss of consciousness. The customer was treated by a non-hcp with a "15 grams of grape sugar, (B)(6)."